Event description:
Procedure type: according to the reporter: while following port entry into the abdomen, the balloon failed to inflate. No adverse effect to the pt. No tissue loss, add'l blood loss, no extension in surgery, and nothing fell into the pt. No reinforcement material.

Manufacturer narrative:
(B)(4).